Event description:
It was reported the customer had issues with their sensor. Customer was not receiving any alarms or alerts from their sensor. The customer also reported their reservoir was sticking when they attempt to take their insulin out. Customer also stated they would receive no delivery alarms. The customer would also troubleshoot for the no delivery alarms by themselves. Customer's blood glucose was around 300 mg/dl at the time of the alarms. The customer declined any troubleshooting. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-84420.